Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0e9fc, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a lack of efficacy therefore she asked for an explant. There was no patient injury reported and the patient resolved without sequela. Later it was reported that the principal investigator would review on (B)(6) 2015 if loss of efficacy was worse than baseline and reason for explant. The device was interrogated at the unscheduled visit on (B)(6) 2015 for loss of efficacy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the troubleshooting performed included unscheduled completed on (B)(6) 2015. The principal investigator completed a review, physical and neuro examine. The patient requested the implantable neurostimulator (ins) and lead to be explanted. In the patient's opinion the device did not work. The loss of efficacy was not worse than baseline.